Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during inflation at 9 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.